Manufacturer narrative:
Concomitant products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4). Longevity estimate shows ins at eos in 2.05 years. The implantable neurostimulator (ins) battery reached normal end of life. Telemetry and output normal.

Manufacturer narrative:
Concomitant products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the battery was at end of service (eos). There was dissatisfaction with ins longevity as they were told the ins would last 3-5 years on average. Additional information received from the consumer reported that nothing led to the short battery life. It was checked at a regular appointment on (B)(6) 2015 and everything was working fine. Then on (B)(6) 2015, new batteries were put in the programmer and an eos was displayed. It was rechecked about eight times and once it said elective replacement indicator (eri). The healthcare provider (hcp) checked it on (B)(6) 2015 and it was totally dead. The battery voltage was unknown at that time. The patient's symptoms had also gotten worse after the issues began. The manufacturer representative (rep) later reported that the patient's wife and hcp were concerned the ins had depleted prematurely based on the settings used. The ins was at 2.15 volts upon replacement on (B)(6) 2016. An impedance reading done at the replacement found all of them to be within normal limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.